Event description:
It was reported the 512d was used during a laparoscopic cholecystectomy. It was reported by the affiliate the safety shield activated so quickly and the surgeon could not insert the trocar. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis.